Manufacturer narrative:
(B)(4). Teleflex received the device for analysis. The reported complaint is confirmed the pump alarmed drain failure during functional testing. Dried blood and condensation were noted inside the vent valve v1, fill valve and drain valve v4 during the evaluation. The faulty drain valve is the root cause of the reported complaint. The root cause of how the blood entered the pcs assembly is undetermined. A device history record (DHR) review was conducted for the lot number/serial number with no relevant findings. The device passed all manufacturing specifications prior to release. Teleflex assessed the risk for the reported complaint. There are no new or revised risks.

Event description:
It has been reported via an eqr report. Drain failure due to a faulty drain valve, the pcs has much scale inside probably the cause of the problem. The pump was switched for a functioning one. The part was replaced due to the problem, patient is still under therapy. Op: on patient.

Manufacturer narrative:
(B)(4).

Event description:
It has been reported via an eqr report. Symptom: drain failure due to a faulty drain valve, the pcs has much scale inside probably the cause of the problem. Actions: the pump was switched for a functioning one. The part was replaced due to the problem, patient is still under therapy. Op- on patient.